Event description:
It was reported that the device's battery depleted a little bit too early. It was noted that it has been five years since implant and the battery voltage is to the brink of recommended replacement time (rrt). The device remains in use as the physician will decide whether the device will be replaced or not at this point. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was pocket infection and device was explanted and the leads were left in the patient's body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Concomitant medical products: 6944-65, implantable tachy lead implanted: (B)(6) 2008. (B)(4)